Event description:
Reported as "rupture of the tube between port and band system. Material of the complete band is extremely porous so it was not possible to repair the band. Explant connector of band".